Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect prolactin results generated on the architect i2000sr processing module for a patient. The physician questioned the result. The sample was sent out for a retest and the result was normal. The following data was provided: customer¿s reference range: 4 to 26 ng/ml 03oct2024 sid (B)(6) architect prolactin result = 33.69 ng/ml retest result from another lab = 24.5 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA to architect prolactin reagent, list 07k76-25, abbott ireland diagnostics division, longford, ireland. MDR numbers 3005094123-2024-00604 and 3005094123-2024-00605 have been submitted and all further information will be documented under those MDR numbers.